Event description:
Advocate stated the customer ran blood glucose tests on 2 contour meters and received readings of lo and 106mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The call ended before further information could be obtained. Product was not replaced.

Manufacturer narrative:
Initial reporter information was not provided.